Manufacturer narrative:
(B)(4).

Event description:
The customer reports the doctor found the swg (spring wire guide) kinked before insertion.

Manufacturer narrative:
Qn# (B)(4). The customer returned one opened cs-27702-e kit for evaluation. The kit contained the spring-wire guide assembly and the dilator. Signs of use in the form of biological material was identified on the spring-wire guide. The spring-wire guide was kinked near the middle. No damage was identified with the spring-wire guide advancer. The spring-wire guide was measured and was found to be within specification. The kink is located 370 mm from proximal end of the spring-wire guide. A device history record review was performed and no relevant findings were identified. The customer reported issue of the spring-wire guide being kinked was confirmed during the sample investigation. Visual inspection was performed and the spring-wire guide was found kinked near the middle. Biological material was also found on the spring-wire guide, indicating it had been used. For packaging, the spring-wire guide would be inside the spring-wire guide advancer, but no damage was found on the advancer. The condition of the returned sample indicates the kink was likely caused by operational context rather than packaging. Based on the information and sample provided, the probable cause of this issue could not be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the doctor found the swg (spring wire guide) kinked before insertion.